Event description:
Administered dose of medication through od tube. Upon removal of syringe from od tube bifurcate, rn noticed tip of syringe was still in bifurcate. Rn attempted to remove pieces of broken syringe tip from od tube. Pieces of syringe successfully removed from od tube. FDA safety report ID# (B)(4).